Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer was in the beach when the insulin pump went blank. Customer stated the contacts on the battery cap were neither missing nor damaged. Display returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.